Event description:
The ceiling strap fell on an employee's head. Per biomed, the bending of the stitched end of the strap gets caught in the lift when it goes to the up position. The lift does not come down when the controller is pushed to the down position. The strap at some point free falls about 2ft without any force being placed on it. We have other lifts that have frayed stitching which may cause similar incidents to occur.